Event description:
Tvt - transvaginal tape-mesh. The tvt mesh was used to repair global prolapse -prolapse of the uterus, bladder and rectum- in 2006. This surgery was unsuccessful, so another repair was done approx two and a half months later. This surgery was also unsuccessful. I ended up at mayo where a five hr surgery ensued to remove as much eroding mesh from my vagina and bladder. I was never given a pamphlet on the dangers of this surgery nor was I told by my dr of the possible eroding mesh. In early 2007, I was in so much pain at a visit to the dr, I couldn't even relax my bottom on the exam table. The dr apparently didn't know what he was doing as he sent me home that day with a tube of premarin creme. At this point, my husband and I decided this dr did not know what he was doing so we called mayo. My drs at mayo stated that they repaired/removed multiple tvt kits weekly and they stated that this mesh does not belong in the vagina. Diagnosis or reason for use: global prolapse. Event reappeared after reintroduction: yes.